Event description:
N/a

Manufacturer narrative:
Updated fields: (version or model, catalog), (event site postal code - (B)(6)), (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional customer contact phone: (B)(6). This issue confirmed during pre-delivery check at getinge office. The issue was confirmed and replaced the high pressure helium regulator and high pressure 3500 psig to resolve the issue.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9(return to manufacture date), g3, g6, h2, h6 (investigation findings, component codes, investigation conclusion), h11. The issue was confirmed and replaced the high pressure helium regulator (d103-00-0637) and high pressure 3500 psig (d682-00-0092-01) to resolve the issue. There was no patient involvement. The failure analysis and testing dept. Installed the parts into the cardiosave test fixture serial number ch344393k1 and tested the parts to factory specifications per the cardiosave service manual. The fat dept. Could not replicate the failure of a pressure leak.

Event description:
It was reported that during a pre-delivery check performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had a pressure leak from helium cylinder. If the cylinder was left open, it would suddenly release helium gas. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. The complete name is (B)(6). Purchasing department e1 event site telephone was shortened due to character limitations. The complete number is (B)(6).